Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began between five to six months prior to contacting lfs. On unspecified dates/times the patient reportedly obtained blood glucose readings of "164, 234, 217, and 162mg/dl" with the subject meter. The patient's testing frequency and normal blood glucose range are not known, and other than diabetes, it is not clear if the patient suffers from other health conditions. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged meter issue. According to the csr's documentation, as a result of the alleged issue the patient reportedly developed symptoms of "dizziness, shakes, goofy head" one week later; however, the patient's blood glucose reading prior to and at the onset of her symptoms are not known. The patient denied receiving any treatment after the alleged issue began; it is not specified when the patient's symptoms improved. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.